Event description:
It was reported that, "the patient had a tha on (B)(6) 2006. Afterward, the patient experienced a few dislocation before now. Therefore, the surgeon performed a revision surgeon to replace the insert on (B)(6) 2010. The surgeon implanted a x3 insert instead of it."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.